Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 noted during testing. Device was received with a cracked case, and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed as pump error alarm and insulin pump buttons were bit unresponsive. Customer was able to successfully cleared the alarm but unable to completed rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.